Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted that the plunger, anterior needle, link, and both cuffs were not returned with the device; therefore, the scope of this investigation was limited. Inspection of the returned device revealed an undisturbed posterior needle and there was no needle strike mark at the posterior foot. This is indicative of the posterior needle being deflected away from the posterior foot instead of engaged with the posterior cuff inside the posterior foot pocket during needle deployment as designed. The guidetube was bent; however, this was consistent with post-procedure mishandling/shipping damage rather than a device failure. Because the original plunger was not returned with the device, after the guidetube was straightened, the proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. Based on the successful test of the devices needle trajectory in the lab and testing during manufacturing, the probable root cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract as specified in the instructions for use (IFU). No manufacturing or quality deficiency was detected. A review of the product lot history record did not reveal any nonconforming material records associated with this lot. There does not appear to be any indication of a lot specific product quality deficiency. The needle trajectory of every device is checked twice during manufacturing.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. A non- abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.